Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact noted air bubble gaps in the infusion set tubing. The customers blood glucose level was not impacted. The customer was able to expel the air bubble gaps by performing fill tubing.